Event description:
Blood glucose increased. Pen was broken. Pen blocked. Case description: this serious spontaneous case from belgium was reported by a medical doctor as "pen blocked", "pen was broken" and "blood glucose increased" with an unspecified onset date, and concerned a (B)(6) female patient who was treated with novopen 4 blue (insulin delivery device) from unknown start date and ongoing for type 2 diabetes mellitus. (B)(6). Medical history included type 2 diabetes mellitus (duration not reported), osteoporosis, biliary cirrhosis, pyrosis and breast operation. Concomitant products included - novomix 50 penfill (insulin aspart) suspension for injection, calcium carbonate (B)(6) 2016 to unk, d-cure, ursochol 05/--/2015 to unk and losec --/--/2010 to unk. On an unknown date, it was reported that pen was blocked. It was reported that the patient had taken the medication before and it was tolerated. On an unknown date, patient's blood glucose level was reported to be 380 mg/dl. Patient went to hospital, where the blood glucose level was 360 mg/dl and 175 mg/dl. The blood glucose level of the patient was 360 mg/dl for 4-5 days. Patient had the impression of turning with nothing and the insulin was running down the pen. Patient checked the pen and saw that it was broken. Patient received a vial and syringe from the hospital the time she received a new pen. The patient does not change the needle after each injection. Later, it was reported that medical intervention was required. Action taken to novopen 4 blue was reported as change to a new injection pen. The outcome for the event "pen blocked" was not reported. The outcome for the event "pen was broken" was unknown. The outcome for the event "blood glucose increased" was unknown. On 03-jan-2017, this case was re-classified from non-serious to serious due to upgrading of event "blood glucose increased" with seriousness criterion of "intervention required" by the affiliate. Investigation results: name: novopen 4 blue, batch number: (B)(4). The cartridge holder is broken. One side is broken off at snap end and the other side is almost broken off. The cartridge holder is of the old version. Because of the broken cartridge holder it is not possible to mount the cartridge holder to the pen and perform a delivery test. Visual and functional examinations were performed. The results received on 02-jan-2017. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. A batch trend report has been created. Nothing abnormal was found. The snap connection on the cartridge holder is broken off on one side and the other side is almost broken off. Consequently the cartridge holder will be difficult to mount on the pen body. The user should abstain from use of the device as the dose accuracy may be affected. The fault is caused by accidental damage during use of the device. Visual and functional examinations were performed. It is not possible to investigate the returned sample comprehensively. Because of the broken cartridge holder it is not possible to mount the cartridge holder to the pen and perform a dose accuracy test reporter comment: the product was received in the original packaging. Investigation result: the cartridge holder is broken. One side is broken off at snap end and the other side is almost broken off. The cartridge holder is of the old version. Because of the broken cartridge holder it is not possible to mount the cartridge holder to the pen and perform a delivery test. Visual and functional examinations were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. A batch trend report has been created. Nothing abnormal was found. The snap connection on the cartridge holder is broken off on one side and the other side is almost broken off. Consequently the cartridge holder will be difficult to mount on the pen body. This can explain the users experience with the delivery problems. The user should abstain from use of the device as the dose accuracy may be affected. The fault is caused by accidental damage during use of the device. Visual and functional examinations were performed. It is not possible to investigate the returned sample comprehensively. Because of the broken cartridge holder it is not possible to mount the cartridge holder to the pen and perform a dose accuracy test

Event description:
Case description: since last submission, the case has been updated with the following: manufacturer comment updated. Final manufacturer comment : on 09-feb-2017: the suspected novopen 4 was returned to novo nordisk and investigation showed that one snap was broken at the cartridge holder. This could lead to the patient experiencing a hyperglycaemic adverse event. However it was reported that the patient reused her needles which could have caused or contributed to the experienced adverse event. A search in novo nordisk complaint databases showed that no similar cases to argus (B)(4) has been reported to novo nordisk.